Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise and pacing inhibition. This lead remains implanted. No additional adverse patient effects were reported.